Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb was replaced which resolved the issue. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).